Manufacturer narrative:
No impact or consequences to pt. Suspected positive bi.

Event description:
The customer reported a suspected positive biological indicator (bi). The customer alleged that all but one peel pouch was recalled. There were no reports of injuries related to the unrecalled items.